Manufacturer narrative:
Initial.

Event description:
It was reported that the caller believed the infusion set was inserted at an angle, while the infusion site appeared to function properly without leaks or a rise in blood glucose. Symptoms included no adverse clinical effects. Outcomes included continued use with monitoring and no interruption of therapy. Investigation included troubleshooting and user education. Investigation of this case revealed user technique concerns related to infusion set deployment alignment; the cartridge and infusion set showed no malfunction and no alerts or alarms were triggered. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion.